Manufacturer narrative:
The co rep examined the sys and could not duplicate the problem reported. Preventive maintenance was performed. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined. (B)(4).

Event description:
A customer reported during a cataract extraction procedure, the unit would not phaco. The sys was exchanged to complete the case without harm to the pt. Add'l info has been requested.